Event description:
On (B)(6) 2018, the patient underwent a left knee revision to address infection, pain, and swelling. The surgeon noted gross purulence with erosive changes in the medial tibial plateau and a developing sinus tract to the inferior portion of the incision. The surgeon also noted defects in the tibia after removal of implant and cement. There were cystic changes on the patella from chronic infection. The patient was revised with competitor products and two depuy cement products. There were no indicated intra-operative complications.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : device history reviewed on 19 dec 19 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 may 17.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for deep infection, staphylococcus, of left knee. Event is serious and is considered moderate. Event is definitely not related to device and is definitely related to procedure. Date of implantation: (B)(6) 2015, date of event (onset): (B)(6) 2017; (left knee).